Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the display was found to have a dim pink contrast. Unrelated to the event the battery compartment was found to be cracked and the battery cap threads were found to be stripped. The battery cap was unable to tighten to the pump due to the damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the display was found to have a dim pink contrast. This report is being made based on the evaluation results.